Manufacturer narrative:
H6: investigation summary: one x 5100r sample and one x ss2007-zat sample were received connected to one another without packaging. Residual fluid was present in the samples. Visual inspection revealed an oval smartsite on the ss2007-zat sample with dried residue present on the valve. Functional investigation involved flushing the connected samples with fluid with pressure: clear leakage was observed from the oval smartsite, confirming the cusomter's experience. A device history record review was not performed as the lot number is "unknown" for this complaint. H3 other text : see h10.

Event description:
It was reported that the OEM smartsite y-body valve eo only experienced leakage and was clogged/blocked/occluded. The following information was provided by the initial reporter: the patient called the hospital to report that the fluid was leaking. The patient then visited the hospital and the hcp confirmed the leakage. The openness of the port has been confirmed. After the patient visited the hospital, the hcp connected a syringe to 5100r of ss2007-zat and performed blood collection. At 14:29, infusion of nox was started (with no leakage observed). At 17:37, the hcp connected 5fu and an infusion pump to the infusion tubing and the patient came home. (B)(6). At 7:58, the patient called the hospital to report that the fluid was leaking from 5100r of ss2007-zat. The patient then visited the hospital and the hcp confirmed leakage from 5100r of ss2007-zat and a diluted blood-like reddish fluid. The hcp also confirmed blood clotting in the huber needle. This is an issue of leakage from 5100r of ss2007-zat.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the OEM smartsite y-body valve eo only experienced leakage and was clogged/blocked/occluded. The following information was provided by the initial reporter: the patient called the hospital to report that the fluid was leaking. The patient then visited the hospital and the hcp confirmed the leakage. The openness of the port has been confirmed. After the patient visited the hospital, the hcp connected a syringe to 5100r of ss2007-zat and performed blood collection. At 14:29, infusion of nox was started (with no leakage observed). At 17:37, the hcp connected 5fu and an infusion pump to the infusion tubing and the patient came home. 03/04. At 7:58, the patient called the hospital to report that the fluid was leaking from 5100r of ss2007-zat. The patient then visited the hospital and the hcp confirmed leakage from 5100r of ss2007-zat and a diluted blood-like reddish fluid. The hcp also confirmed blood clotting in the huber needle. This is an issue of leakage from 5100r of ss2007-zat.